Event description:
The MFR received info alleging an evergo oxygen concentrator was not working properly while being used on a flight. The pt had low blood oxygen levels and was taken to the hospital. The pt was released the same day.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The technician found the batteries to be depleted causing the device to not work properly. The batteries were charged to correct the issue. The device passed all functional testing. The MFR concludes the customer complaint was due to depleting the batteries if the evergo oxygen concentrator.